Event description:
It was reported that a cartridge alarm indicating that the cartridge was over-filled and an empty cartridge alarm occurred, and the pump shut off unexpectedly "while [customer] was sleeping". The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer's family member "provided backup insulin pens before driving [them] to [the emergency room]" with high ketones identified as life-threatening by a healthcare provider. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.